Manufacturer narrative:
Date of event: exact date unknown, event occurred based on the day the devices were removed not event six months after installed. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: 15815.

Event description:
It was reported that the patient's leads had moved and were installed in the wrong nerve. The patient underwent an explant procedure and the explanted leads were not returned. No further information could be obtained.